Manufacturer narrative:
The customer reported that there was a speaker malfunction. There was no report of patient harm as a result of this issue. The limited available information is not sufficient to support that there was a health risk. In abundant caution, we will report this malfunction. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that there was a speaker malfunction. There was no report of patient harm as a result of this issue.